Event description:
The customer reported the ventilator alarmed and went vent inop with an occlusion error during normal ventilation operation. The customer reported the unit was in use and there was no patient harm. The customers biomedical technician was unable to duplicate the reported problem. The manufacturers product support engineer discussed troubleshooting and est with the biomedical technician with no resolution. Attempts to obtain the repair and patient information have provided no information.

Manufacturer narrative:
Attempts to obtain repair information have provided no information.